Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.